Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon could not be identified however, the b30 error did not occur with other scopes as images were displayed without any problem. Therefore, it is surmised that there was no problem with the subject device and the failure occurred with the scope which resulted in a b30 error. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed getting the b30 errors with two different scopes. Tac advised the customer to connect the scope when the unit was powered off. Tac suggested cleaning the scope contacts with 70% alcohol letting it dry. The customer called back and mentioned cleaning both contacts on the two-scopes however, the b30 error persisted with the bf-uc190f. Tac instructed the customer to inspect the contacts of the scope and it was clean with no scratches. Tac advised the customer to send in the faulty scope for repair however, the cv-190 will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 scope communication error with two different scopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.